Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the defibrillator was unable to detect the associated attached electrodes pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4)'s service department for evaluation. The malfunction was observed and the hv module was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.